Event description:
It was reported that the device had a repeated overpressure alarm. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of "the device had a repeated overpressure alarm¿ was confirmed. The pumps downstream occlusion (dso) sensor was found to be activating out of specification. The cause was a defective dso sensor. The dso sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.